Event description:
The customer reported that, while testing the thermogard xp ivtm system (sn (B)(6) the temperature exceeded the set target. The customer tested this with the target temp set to 37°c, but the temp meter read 38.7°c and continued to increase. The customer also set the target to 35 °c and the patient 35 °c simulator in place; it struggled to reach ~33.2 °c on the temperature meter. No patient involvement.

Manufacturer narrative:
The customer's complaint that the temperature on the thermogard xp ivtm system (sn (B)(6) exceeded the set target was not confirmed during functional testing or event log review. No device malfunctions were observed during testing, and the thermogard system functioned as intended. The event log review indicated no errors or temperature-related issues. The thermogard system passed the functional testing without issues. The customer-reported complaint was not reproduced during testing, and the thermogard system functioned as intended. Following service, the thermogard xp ivtm system passed the final functional tests without issues.